Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up with the facility, they confirmed that there were no adverse reactions associated with the events. The nurse reported getting a downstream occlusion alarm; however could not find an actual occlusion. The blood was backing up into the pump's tubing. The pump was being used in piggyback mode with a 250 ml bag of blood and was programmed to deliver a volume of 250 ml/hr. The nurse could not provide any additional info and could not confirm if the date the incident occurred was on (B)(6) 2013. (B)(4). The pump's operational log was reviewed. Per the lot, there was no infusion activity noted on the date of the reported event of (B)(6) 2013. The log was then reviewed ror the last day of activity prior to the day customer initiated the complaint, which was (B)(6) 2013.